Event description:
On my medtronic 670g insulin pump, the side of the device that houses the battery has cracked completely down the side and up towards the ring around the battery compartment. I have had this issue four times and needed replacement pumps sent to me. In one of the cases, the entire ring around the battery came off and the pump lost complete power. I have photos for the last two incidents, but they would not upload- please contact me with another way to send the photos to you. This issue occurred on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. I have had a pump for ten years and never had this issue until recently. I am concerned about the quality of the pump. I am worried that something has changed in production recently that is causing this issue to reoccur so often. I am also pregnant, so I am more concerned about this medical device at this time. A medtronic even told me that if it keeps happening then I may be qualified for a replacement pump because they may believe it is neglect. But I am definitely not harming the pump myself. Right now, I don't even leave the house with the pandemic. I am very concerned with the quality of this medical device and concerned about continuing use of this device. My doctor is concerned. If the battery were to come lose overnight, I would not get insulin and would be at risk for dka. FDA safety report ID# (B)(4).